Manufacturer narrative:
Concomitant product(s): item #110024464, g7 mobility liner, lot #704490; item #00877502801, biolox femoral head, lot #2842939.

Event description:
It is reported that the patient was revised due to a peri prosthetic fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. No revision op notes were provided , however the revision post op x-ray show new stem was placed and varus alignment, with 3 cerclage wires encircling the proximal femoral shaft. Poor radiographs quality limits the evaluation for fractures and assessment for bone density. With the information provided, a specific cause could not be determined for the reported condition. A definitive root cause cannot be determined with the information provided.